Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer was not properly filling the cartridge and was instructed to change out cartridge to resolve the issue. Customer¿s blood glucose level was 295 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.